Event description:
The customer reported a frozen screen and button error alarm. The customer was on a boat, and noticed condensation underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen or button anomaly due to the blank display.